Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's parent did not report any symptoms and at an unknown point during the event on (B)(6) 2023, the cgm was reading 220 mg/dl and the blood glucose reading was 380 mg/dl. The parent reported that the patient was admitted to the hospital the day after the inaccuracy and received intravenous treatment with an unspecified liquid. It was unknown how much time the patient spent in the hospital, but at the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.